Manufacturer narrative:
The device history record for lot 23j038ct was reviewed. No deviations or nonconformances were noted in the device history record. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. Additionally, it was noted in the investigation process that there is 100% visual checks during manufacturing, and a final visual inspection of asampling of tubing sets at each stage of manufacturing by quality inspection. The device was not returned to intera for evaluation. The source of the tube break is thus ultimately undetermined. Blank fields in the MDR form represent unknown information. If further information is receieved at a later date, a supplemental report will be filed.

Event description:
It was reported that while a healthcare provider was accessing an intera 3000 hepatic artery infusion pump in a patient, the tubing of an intera refill kit infusion set was cracked at the top connection point. The nurse was able to successfully remove the fudr, complete the 5cc ns confirmation of placement and then asked another nurse to assist in changing the tubing without having to de-access and re-access the needle. This kit was disposed as hazardous waste (fudr).